Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the ccd (charge-coupled device) corrosion was caused by customer handling. However, a definitive root cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "[dangers, warnings, and cautions] ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd autoclavable camera head display a b30 error and a detached coupler were observed. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation - information unknown. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty charged coupled device. In addition, video connector leak and detached coupler were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.